Event description:
Adverse events: "glare from care and street lights at night" (visual disturbance); "letters look double"(diplopia); "pressure high in eye" (intraocular pressure rise); "eye red" (red eyes); "eye feels irritated" (irritation). Product problem: "none reported" (no information [iol (intraocular lens) implanted]). A consumer reported that following intraocular lens (iol) implant surgery, she was having difficulty driving at night due to glare from car and street lights. The consumer reported that letters on the television looked double. The consumer reported that prior to surgery she was having problems with glare and double vision (pre-existing). The consumer reported a twenty year history of glaucoma (pre-existing). On the first day following her implant surgery, the consumer stated her intraocular pressure (iop) increased to 31 mmhg. The surgeon placed her on medications. At her last visit with the surgeon, the consumer reported her iop was 20 mmhg. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/01/2010 and 03/18/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).